Event description:
Rptr stated that, for the past few mos, the pt's insulin cartridges have been cracking, causing insulin to leak inside of the device (rptr noticed this happening when the cartridges are about half full). Rptr also stated that, about halfway through a prime, the device's piston rod will make a little jump. Pt's blood glucose was not affected, and no treatment was received.